Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus during surgery/ failure to occlude (close) fallopian tube(s) / they perforated the uterus and only placed a left side coil') in a 25-year-old female patient who had essure (ess205) (batch no. 620757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included obesity and rubber sensitivity. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In april 2007, the patient experienced anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth loss ("loss teeth") and abdominal pain lower ("lower abdominal pain"). In may 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain"). In july 2010, the patient experienced dyspareunia ("dyspareunia"). In june 2016, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced depression ("depression") and back pain ("lower back pain"). The patient was treated with surgery (loop electrosurgical excision procedure (leep).). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, migraine, urinary tract infection, depression, anxiety, eczema, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, tooth loss, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eczema, menorrhagia, migraine, tooth disorder, tooth loss, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left essure was inserted successfully, and she had uterine perforation while inserting right essure. Right essure insertion procedure was terminated and loop electrosurgical excision procedure (leep) was done for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus during surgery/ failure to occlude (close) fallopian tube(s) / they perforated the uterus and only placed a left side coil') in a 25-year-old female patient who had essure (ess205) (batch no. 620757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included obesity and rubber sensitivity. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In april 2007, the patient experienced anxiety ("anxiety"), tooth loss ("dental problems:tooth loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). In may 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain"). In july 2010, the patient experienced dyspareunia ("dyspareunia"). In june 2016, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced depression ("depression"), back pain ("lower back pain") and complication of device insertion ("only left coil was placed"). The patient was treated with surgery (loop electrosurgical excision procedure (leep).). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, migraine, urinary tract infection, depression, anxiety, eczema, tooth loss, dysmenorrhoea, dyspareunia, weight increased, back pain, abdominal pain lower and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, eczema, menorrhagia, migraine, tooth loss, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left essure was inserted successfully, and she had uterine perforation while inserting right essure. Right essure insertion procedure was terminated and loop electrosurgical excision procedure (leep) was done for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received. Reporter's information was updated. Pt updated for event dental problem. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus during surgery/ failure to occlude (close) fallopian tube(s) / they perforated the uterus and only placed a left side coil') in a (B)(6) year old female patient who had essure (ess205) (batch no. 620757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included morbid obesity and rubber sensitivity. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth loss ("loss teeth") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced depression ("depression") and back pain ("lower back pain"). The patient was treated with surgery (loop electrosurgical excision procedure (leep).). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, migraine, urinary tract infection, depression, anxiety, eczema, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, tooth loss, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eczema, menorrhagia, migraine, tooth disorder, tooth loss, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: left essure was inserted successfully, and she had uterine perforation while inserting right essure. Right essure insertion procedure was terminated and loop electrosurgical excision procedure (leep) was done for perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs and medical record received. Medically confirmed case. Lot number added. Reporter and patient demographics were added. Medical history were added. Updated suspect drug indication. Event injury deleted and new events perforated uterus during surgery/ failure to occlude (close) fallopian tube(s) / they perforated the uterus and only placed a left side coil, vaginal bleeding, menorrhagia, migraines / headaches, infection (bladder/ urinary tract/vaginal) type: uti, depression, anxiety, eczema, dental problems, dysmenorrhea (cramping), dyspareunia, weight gain, loss teeth, lower back pain, lower abdominal pain and patient did not undergo essure confirmation test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.